Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus australia (oaz). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (no image) could not be conclusively determined. However, based upon the information from oaz, omsc surmised that the reported phenomenon might be caused by the contact failure due to the breakage of the video connector socket. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing for the laparoscopic procedure using the subject device, it was found that the video connector socket of the subject device was damaged and difficult to plug in and unplug, and also found that the endoscopic image of the subject device was not display on the monitor. The user completed the intended procedure using the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported image issue (no image) was not duplicated, and also found that there were scratches on the inside the video connector socket. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.